Event description:
A report was received that the patient's ipg had been depleting quickly. The physician suspected device malfunction. The patient underwent a revision wherein the ipg was replaced with a new one. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted device were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.